Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis. The customer¿s blood glucose level was over 411 mg/dl at the time of incident. The customer¿s other relevant blood glucose level was running between 400 mg/dl to 500 mg/dl. The high blood glucose level was treated with manual injection. The customer stated that the insulin pump had insulin flow block alarm. The customer stated that insulin pump¿s auto mode was active. The insulin pump will not be returned for analysis.